Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was reported that the insulin pump alarmed no delivery. The customer uses quick-set infusion sets. The customer's mother stated that she believes the insulin pump was the cause of the event. Nothing further was reported.